Manufacturer narrative:
D4. Medical device type: jka, gim. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#:: bk050036, k213670. H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the sample was underfilled. There was no health impact or consequences reported.